Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced blood pooling in the stopper well. This event occurred three times. The following information was provided by the initial reporter. The customer stated: three tubes have either had the caps leak or broken upon receipt in the laboratory. All were sent through the pir system.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced blood pooling in the stopper well. This event occurred three times. The following information was provided by the initial reporter. The customer stated: three tubes have either had the caps leak or broken upon receipt in the laboratory. All were sent through the pir system. D.1. Medical device brand name: bd vacutainer® sst¿ ii advance plus blood collection tubes. D.3. Medical device manufacturer: (B)(4). D.4. Medical device catalog #: 367956. D.4. Medical device lot #: 9242647. D.4. Medical device expiration date: 3/31/2023. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: (B)(4). G.4. PMA / 510(k)#: bk050036. H.4. Device manufacture date: 10/11/2021. H.6. Investigation: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage at the cap. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced blood pooling in the stopper well. This event occurred three times. The following information was provided by the initial reporter. The customer stated: three tubes have either had the caps leak or broken upon receipt in the laboratory. All were sent through the pir system.